Manufacturer narrative:
Other, other text: one disposable was received for evaluation. Visual inspection found no damage or defects; however, the blue clip was observed to be missing. Functional testing was performed. Upon testing, the reported problem was confirmed and duplicated, the sample failed the accuracy test. No lot number was provided; therefore, a history record review could not be conducted. D3, g1,g2 email is: (B)(4).

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.